Manufacturer narrative:
Investigation completed 8/22/2017 failure analysis - swivel base has minimal movement in locked position with signs of general wear and tear, and index knob requires re-tensioning. Recommend unit undergo general service including full disassembly, cleaning and replacement of minor parts in order to restore full function to manufacturer¿s specifications. Device history record reviewed for sn (B)(4) work order /(B)(4) lot/ 141 a total of (B)(4) were manufactured on 1/20/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points . Previously repaired in february 2016. The sampling plan is 100%. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause analysis - customer issue confirmed by australian service center. The root cause was the lock mechanism was out of adjustment and worn component parts.

Event description:
The locking mechanism has failed in both units. The patient's head has slipped during the case causing minimal injury. The territory manager was following up to gather more information about this complaint. The items will be returned for assessment. Linked to mfg report number:3004608878-2017-00239.